Event description:
Single sterile bionector found leaking at end of PICC line. No adverse pt outcomes were indicated.

Manufacturer narrative:
The device was returned to vygon for eval and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.